Event description:
It was reported that the patient presented into the emergency room due to abdominal discomfort. Diagnostic imaging was performed and a perforation of the ventricle was observed due to the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The physician does not allege the perforation to be due to a malfunction of any abbott products. The patient was stable.